Manufacturer narrative:
H3: analysis of the surgical arm found the complaint was confirmed. The surgical arm passed a stress test, but failed an accuracy test. The j3 and j4 encoders were broken, the j4 and j6 motors were faulty, the j2 plastic cover was broken, the j1 repeater card failed and the emergency button switch failed. The j4 and j6 motors, the j3 and j4 encoders, the j2 plastic cover, the emergency button switch and the repeater card were replaced. The surgical arm was recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the amount of deviation was unknown. An accuracy check was completed prior to the procedure and the system passed. The case was completed with navigation and all screws were successfully placed.

Manufacturer narrative:
A medtronic representative went to the site to test the guidance system. The surgical arm was replaced. The system then passed the system checkout and was found to be fully functional. Analysis results of the surgical arm were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Other relevant device(s) are: product ID: asm0206-01s, serial#: unknown, lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the navigation seemed inaccurate during the case. The surgeon checked the divot on the surgical arm and it was off. A new snapshot was done, but the surgeon felt medial on the patient's right side and lateral on the patient's left side as if the patient had moved to the right. Prior to re-registration, an advanced accuracy check was done and the surgical arm failed at multiple trajectories. The use of the guidance system was aborted. There was no patient harm and the procedure was delayed less than an hour.